Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating of the probe was partially missing. There was a scratch on the missing area of the coating. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was damaged when the user activated output while contacting with metal or something hard object. The instruction manual of the device has already warned as follows; the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
During an unspecified procedure, the subject device was used. The device was broken and an error(error code unknown) occurred during the procedure. The intended procedure was completed with another device. There was no patient injury reported. As the result of evaluation on (B)(6) 2017, it was found that the probe coating was missing. This is the report regarding the missing of the probe coating.